Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that when the pod was removed after being worn for 72 hours the needle was visible, indicating it did not retract back into the pod as intended.

Manufacturer narrative:
The pod was received partially deployed with the formed needle protruding out of the exposed portion of the soft cannula tip. The slide insert was visible in the top housing viewing window and the linkage assembly was in the fully deployed state. The formed needle did not retract after removal of the top housing. Inspection of the needle mechanism components found the formed needle was not situated in the slide retract, indicating that the formed needle was installed incorrectly into the slide retract. The slide retract was found to be damaged due to improper instalment. This is confirmed as the cause of the needle failing to retract. The device generated an 0x1c expiration alarm after 80 hours of operation. This is a safety feature and does not indicate a device failure. Timeouts were observed during the run but soon corrected itself. This did not result in failure to deliver insulin or to retract the needle. No drive stalls were observed from the downloaded data. During the investigation it was noted that the distal tip of the soft cannula was damaged. The exact cause and timing of the exposed cannula damage could no be determined. The fluid couldn't flow through the fluid path due to the damage to the exposed soft cannula. The hard cannula was also found to be bent. As the hard cannula was exposed it could not be determined when or how these damages occurred.